Event description:
It was reported that during a cardiovascular procedure, the clips fall apart or bends when the clip holder is inserted into the cartridge. Another cartridge was opened and the case was able to be completed without further issues. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.